Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the clamp of the clip applier was locked and no clip was properly loaded into the jaws during laparoscopic cholecystectomy. A reusable clip applier was used to complete the case. There was no patient injury.